Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) as per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a, a3b, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side intracapsular rupture. Device has been explanted.

Manufacturer narrative:
Continued e:1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture. Device has been explanted.